Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the device removed from the tissue? Did the jaws of the device eventually open? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with two ecr60w cartridge reloads present. Cartridge (b) ecr60w, l52k1h was received fully fired and in good visual conditions. Cartridge (c) ecr60w, l52k1h was received partially fired 1/16 and in good visual conditions. It is possible that while loading the reload (b), the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device locked up and was not able to fire. The staff was not able to reserve the firing mechanism to than open the jaw and release the compression. There were no patient consequences. Case completed with another device of the same product code.